Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that they need assistance with the logs as a patient incident occurred between 3:30 and 4 am on (B)(6) 2021. The device was in use at time of event. It is unknown if adverse event to patient or user.

Event description:
The customer reports that they need assistance with the logs as a patient incident occurred between 3:30 and 4 am on (B)(6)2021. The device was in use at time of event. It is unknown if adverse event to patient or user.